Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10125. It was reported the patient ((B)(4)) had an ipg pocket revision due to the surface tissue becoming thin (procedure date unknown). Following the ipg pocket revision, it was reported the patient was experiencing heating at the ipg site during charging. The ipg was explanted to address the reported issue. It was noted the scs lead remains implanted in the event the patient elects to resume scs therapy. Please note: the procedure date for the ipg pocket revision has been requested; however, the information was not available at the time of this report.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Correction/removal reporting numbers: 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.